Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was not booting up. Upon inspection fse found the continuous power supply board of the m cabinet was defective. Fse replaced the continuous power supply board (pd. Scomp. Dcps_24v_12v_5v). After replacement of the pd. Scomp. Dcps_24v_12v_5v system was returned to work in a good condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was stuck at zero. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.